Event description:
Philips received a complaint by the customer on the v60 indicating that the device is showing a leak alarm. The device was in use on a patient at the time the reported issue was discovered. No patient or user harm was reported. The manufacturers field service engineer (fse) was dispatched to the site and confirmed the reported problem. Device evaluation and repair are pending.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18291.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. The fse performed full v60 preventative maintenance (pm) per service manual rev-r. The unit successfully passed performance verification tests and is ready for use. H11:updated contact information, contact office entity, and manufacturing site.